Event description:
Boston scientific crm received information that this right ventricular (rv) lead was producing noise that resulted in false ventricular tachycardia episodes. This noise resulted in inhibition of therapy. The lead impedance had decreased from 480 ohms to 200 ohms. It was suspected there was an insulation break in the pocket. It was also suspected there was a kink in the lead. As a result, the rv lead was surgically abandoned. The right atrial (ra) lead was also surgically abandoned. The system was moved to the patient's right side due to a venous occlusion. A new rv lead was not successfully implanted as it was too long for the patient's right side. No adverse patient effects have been reported.